Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular (rv) lead shows evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had sensing integrity counter (sic). It was advised that the lead be replaced. No patient complications have been reported as a result of this event.